Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Event description: it was reported that the patient underwent revision surgery on the (B)(6) 2021, whereby the femoral head and liner were replaced. Since the surgery, the patient has been experiencing substantial impairment, which prevent or restrict the patient from performing any activities. Review of received data: due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. X-rays were provided for the linked complaint and prior to the implantation of the complained products. Patient data: (B)(6), 1959, male implant pass received with the labels of the devices implanted in the initial surgery dated (B)(6) 2020 and the devices implanted in the revision surgery dated (B)(6), 2021. Legal letter received dated oct 22, 2012 explaining amongst other details the course of events, of which the following relevant to this complaint has been stated (translated from german): since the surgery, our client has suffered from significant impairments that prevent or restrict him from carrying out all his activities. Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: device purpose: all involved devices are intended for treatment. Product compatibility: the product combination was approved by zimmer biomet. DHR review: the quality records show that all specified characteristics have met the specifications valid at the time of production with no ncr with a potential correlation to the reported event was found. Conclusion: it was reported that the patient underwent revision surgery on the (B)(6), 2021, whereby the femoral head and liner were replaced. Since the surgery, the patient has been experiencing substantial impairment, which prevent or restrict the patient from performing any activities. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). Neither x-rays on the date of implantation or thereafter, operative notes, office visit notes, nor devices or photos of the devices were received; therefore the condition of the components are unknown. Patient factors that may have affected the performance of the components and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Additionally, the exact nature of events as well as if the patient underwent any further medical or surgical intervention is unknown. Based on the provided information and the results of the investigation, the reported event cannot be confirmed and we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is cmp

Event description:
No change to previously reported event.

Manufacturer narrative:
Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. As soon as supplemental information becomes available an updated report will be submitted. The manufacturer received x-rays, photographs and legal letter which will be reviewed as part of ongoing investigation. The manufacturer did not receive the device for investigation.the lot number of the device was received. The device history records will be reviewed during investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). The following reports are associated with this event: 0009613350-2021-00660.

Event description:
It was reported that patient is experiencing substantial impairment since implantation.